Manufacturer narrative:
The manufacturing records for the onane-21 serial number (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Patient implanted with an onxane-21, sn (B)(4), in the aortic position on (B)(6)2018 experienced "left pleural effusion in the setting of recent avr" on (B)(6)2018 (almost two months post op) requiring ultrasound guided thoracentesis for aspiration of fluid. No other information was provided. Definitive root cause for the pleural effusion is unknown. However this fluid buildup on the lungs occurring two months postop is likely non-valve related. Nevertheless, the instructions for use lists reoperation/ intervention as a potential complication following aortic valve replacement [IFU]. Root cause for this event is unknown. No further action is required at this time without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the crfs report "left pleural effusion in the setting of recent avr" and "ultrasound guided thoracentesis performed (B)(6)2018. 1.5l of sang-tinged fluid was drained." Inr 2.4 at time of event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the crfs report "left pleural effusion in the setting of recent avr" and "ultrasound guided thoracentesis performed (B)(6) 2018. 1.5l of sang-tinged fluid was drained." Inr 2.4 at time of event.